Event description:
The accounts maintenance alleged the head hi/low function is drifting down.

Manufacturer narrative:
The tech found the trend valve was failing. He replaced the trend valve to repair the bed.